Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. Unit also received with minor scratches on the lcd window, a broken off reservoir tube lip, and cracked battery tube threads. (B)(4).

Event description:
The customer called and reported that the buttons on the insulin pump were not working. Customer's blood glucose was 300 mg/dl. It was stated the insulin pump may have been exposed to moisture inside the customer's pocket. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was further advised that the device would be replaced and agreed to return the product for analysis.